Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services attached the blade to a test monitor and the picture displayed correctly. The wire and connector were flexed with no failures seen. The blade has already been replaced so the returned blade was scrapped. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope direct - avl, the screen started getting colored lines across it then went to no signal. The blade was tried on another unit and had the same issue. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.